Manufacturer narrative:
The insulin pump was received with a continuous loop at the medtronic logo, problem isolated to pcb2. Unable to perform the full functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify pump error 25 due to loop at the medtronic logo. Unit received with left belt clip rail broken.

Event description:
The customer reported via phone call that her insulin pump had received a pump error. The customer's blood glucose level was 70 mg/dl at the time. The customer was assisted in troubleshooting and it was reported that she was able to clear the alarm as well as able to complete the insulin pump rewind. The customer also reported that there was a crack on the belt clip compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.